Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 800i analyzer and found the cap pierce was leaking. The fse replaced the cap piercer to resolve the issue. The fse performed analyzer verification and verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported one patient had high sodium results due to the cap piercer leaking on their dxc 800i clinical chemistry analyzer. The sample was repeated on another dxc analyzer and result was lower. The customer did not release high result out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for this patient.